Manufacturer narrative:
Date of this report - 08/20/2015. (B)(4).

Manufacturer narrative:
This product is manufactured in (B)(4) , but not marketed in the u.s. Diopter: -22.5/+1.0/x166. Device evaluated by manufacturer? No, lens not returned. (B)(4). Method: evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions: no conclusion can be drawn: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4, -22.5/+1.0/x166 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to inadequate vaulting. No other lens was implanted.